Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a history settings issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: pump powers to the verify screen with audible and vibratory features. A 24hr duration test was successfully completed; no eaw's occurred during test. No alarm associated to the complaint in pump history. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Unable to duplicate the complaint. There was no defect found.